Manufacturer narrative:
The data files and balloon catheter afapro28 with lot number 00947 were returned and analyzed. The data files showed at least three injections were performed with the catheter on the date of the event. The data files also showed that system notice 50005 was received "the safety system detected fluid in the catheter and stopped the injection." Smart chip verification indicated the catheter was used for three injections. Performance test failed due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ after connecting the catheter to the console. Visual inspection of the balloon catheter showed a dried inside inner balloon. The pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Visual inspection under microscope revealed a crack on the guide wire lumen at the attachment of the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach at the tip attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.